Event description:
It was reported by svc report that the motion interrupt pan was hanging off of the bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged motion interrupt pan.